Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, mitral valve regurgitation aggravation was reported. The cause of the mitral valve regurgitation aggravation was not reported. The left ventricular outflow tract obstruction (lvoto) exacerbated due to a narrow left ventricle and the release of aortic stenosis. The lvoto was reported to have no causal relationship with the valve. It was reported that the patient's hemodynamics deteriorated, and exacerbation of heart failure was observed due to the occurrence of the systolic anterior motion of the mitral valve. Thirteen days following the valve implant, acute exacerbation of interstitial pneumonia was noted due to exacerbation of respiratory condition and a steroid treatment was started, however was unsuccessful. Sixteen days following the valve implant, tracheal intubation and mechanical ventilator management were performed. Interstitial pneumonia proceeded and the patient was unable to maintain oxygenation with the mechanical ventilator. Subsequently, the patient died thirty-eight days post valve implant. It was reported that the patient had interstitial pneumonia for more than ten years before the valve implant was performed.

Manufacturer narrative:
This report is being submitted as part of a retrospective review and remediation for CAPA 564121 per (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.